Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the insertion flexible tube (ift) crushed. Based on the result, we concluded that it was caused due to the physical damage applied on the insertion flexible tube (ift). Correction information: g6: follow up #1 h2: type of follow up h6: coding changed based on the investigation result.

Manufacturer narrative:
The device was received at pentax service facility for further evaluation on service order (B)(4). The device was inspected where the user narrative was not confirmed. Inspection findings are as follows: customer complaint not duplicated; air/ water socket o-ring chipped; wrong scope case received; passed wet leak test; passed dry leak test. Any defect found was remediated and returned to the user on delivery (B)(4). On 11-nov-2021, a device history record (DHR) review for model eg29-i10, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 06oct2017 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video scope eg29-i10. In the event reported, the user stated the no video image. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint.